Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and one had the needle bent inside of the sensor base. One remaining sensor was found with the needle separated from the sensor base.

Event description:
Customer reported that after using the serter to insert the sensor, she noticed that the tip of the needle was broken. Customer stated that she was unsure if this was an out of package anomaly or if the needle broke in her skin. Blood glucose level was not provided. No further information was provided.